Event description:
Physician used two admiral xtreme pta balloon catheters for the treatment of the mid/dist sfa of the left leg. No device malfunction occurred; however it was reported that the procedure was complicated by the occurrence of a dissection type a. It was reported that approximately (B)(6) month(s) post index procedure stenosis of left iliac external was confirmed. Pta was performed. Investigator reported that the event was possibly related to the study device. It was reported that approximately (B)(6) months post index procedure, stenosis of left distal sfa was confirmed. Pta with stenting was performed. Investigator reported that the event was definitely related to the study device. It was reported that, approximately (B)(6) year post index procedure, occlusion of left sfa was confirmed and patient underwent to bypass in left sfa. Investigator reported that the event was definitely related to the study device. Patient is reported to be recovered and no other clinical sequelae were reported.

Event description:
During the previously reported revascularization approximately 3 months post index procedure, a maris plus stent was used to treat the left sfa. The investigator assessed that the occlusion of the left sfa event approximately 1 year post index procedure was possibly related to the study device and procedure

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (dissection, occlusion).